Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient patient¿s t12 lead was protruding out of the incision site. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted to address the issue. Reportedly, patient has effective therapy post operatively with the remaining leads.